Event description:
It was reported that a smiths medical device continuously alarmed. The patient unsuccessfully troubleshooted the incident by changing the batteries, changing the tubing, and adjusting the cassette. The pump had been used since 2016 for pulmonary arterial hypertension. No patient injury was reported.